Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported having 400 cc of urine in the morning and 600 cc at noon, as well as swelling in their feet and ankle on (B)(6) 2013. The swelling worsened the next day as they had 300 cc in the morning and another 250 cc in their leg bag at the time of report. It was noted the patient was taking a water pill due to type ii diabetes and they were more swollen since they weren't emptying as much. The patient had nerve damage that caused their feet to twitch before their device trial, but now that it's there the twitch had stopped. Reportedly, a vein broke in the patient's spine and it resulted in involuntary bladder,and the patient couldn't even move their feet in the beginning. It was noted the patient's next appointment was scheduled for the monday following report.